Event description:
It was reported that a patient experienced an unspecified infection and subsequently passed away coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the unspecified infection was not reported. It was not reported if the patient was hospitalized prior to or at the time of death. On unreported date(s), the patient received unspecified treatment (medication, dosage, route, frequency, and duration not reported) for the unspecified infection. It was not reported if peritoneal dialysis therapy was ongoing up until the time of death or if peritoneal dialysis therapy was being performed with a baxter healthcare device and/or baxter healthcare solution(s) at the time of death. It was not reported if the patient was recovered or was recovering from the unspecified infection at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). On an unknown date, the patient passed away. On an unknown date, the patient experienced an unspecified infection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.